Event description:
Abbott proclaim scs for low back pain, turns off on its own, rep turns on, turns off by itself a few times. End of (B)(6) unbearable electric shocks, jolts. Burning sensations, started in upper back around top of leads. Kept being told couldn't be from overstimulation. Nextcare, pt 6mo, 2xs week. Rep in (B)(6) said found problem was a malfunction in one lead. Said he'd bypass it. Tried still felt pain. He talked to pm (pain management) who said leave it off until he sees me again. Scs (spinal cord stimulator) has been off since (B)(6) 2025 except when reps tried to reprogram, never had relief from pain to begin with. Implanted (B)(6) 2022. Talked got the chance to pm finally (B)(6) 2026. Ends up saying he's reluctant of talking it out because of infection and throws in the fact I had hip replacement (B)(6) 2025. Doesn't want to see me until I talk to a surgeon, have appointment. Scs off and will not turn on, not that I want it too.